Manufacturer narrative:
H.10: in the initial report, it was stated, that the stirrer motor and the processor board were replaced. Correction: only the processor board was replaced. And the problem could be solved.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. The stirrer motor and the processor board were replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed two error codes associated to the stirrer motor on the patient circuit during routine cleaning. There was no patient involvement.